Manufacturer narrative:
Additional information was received that the results were actually: (B)(6) 2015 at 12:13, the result was 13.05. (B)(6) 2015 at 15:13, the result was 9.85. (B)(6) 2015 at 18:29, the result was 9. 07 with a data flag. (B)(6) 2015 at 12:44, the result was 132. 9. (B)(6) 2015 at 16:40, the result was 8.86. The unit of measure was pg/ml. The result of 132.9 was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 187548. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general instrument or reagent issue was not likely as the sample gave a plausible result upon repeat with the same reagent and same instrument. It was noted the recommended calibration frequency was not followed by the customer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable high troponin t hs stat result for one patient. The patient was hospitalized and troponin t hs was tested on different days and times. (B)(6). Information concerning if any result was reported outside of the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but were not provided.